Manufacturer narrative:
As reported, stent delivery with an 8mm x 80m smart vascular self-expanding stent (ses) delivery system was obstructed, and a severe forward jump occurred during deployment. The initial 8mm x 80mm smart stent was implanted but in an unintended location. After removal of the delivery system, the delivery system was found damaged. Damage was observed on the outer sheath of the delivery system and was described as a crease. An additional 8mm x 80m smart vascular ses was used to remedy the situation. There were no reported injuries to the patient or signs of infectious disease. This was during a biliary procedure. The device was stored and prepped according to the instructions for us (IFU). The target vessel was the bile duct. Prior to stent deployment, the sds was advanced past the lesion and then withdrawn back into the lesion. During deployment, the device was held flat and straight outside the patient, and no unusual force was applied. The device was returned for evaluation. A non-sterile ¿pkg assy 8x080 smart vas120cm¿ was received for analysis inside a plastic bag. The device was unpacked for evaluation. Upon inspection, the stent was found to be fully deployed and was therefore not available for analysis. A separate condition was observed approximately 111 cm from the distal tip. The lock tab was not returned, and no other notable observations were identified. Dimensional analysis of the usable length and outer sheath length were not performed because the separation prevented accurate measurement. However, dimensional analysis of the outer sheath¿s outer diameter (od) and inner diameter (ID) was conducted near the separation and results were found to be within specification. Longitudinal cutting could not be performed due to the small diameter and the metallic nature of the inner component and equipment limitations. Functional analysis could not be carried out due to the nature of the complaint and the condition of the unit as received. The separation area was examined using a vision system. Elongations were observed on both edges of the separation, with exposed braid/core wire visible. These elongations are commonly associated with separations caused by tensile overload, indicating that the device was subjected to a tensile force exceeding the material¿s yield strength prior to separation. The reported event of ¿stent delivery system (sds) deployment difficulty ¿ inaccurate placement¿ could not be fully verified, as replication of the clinical circumstances is not feasible in the laboratory setting and no procedural films were provided. While the reported ¿outer sheath kinked/bent¿ condition was not observed, evaluation identified a separation of the ¿outer sheath with exposed braidewire/corewire¿. Based on the available information, the event is most consistent with tensile overload applied to the delivery system, resulting in elongation and sheath separation with braid/core wire exposure. These findings align with the forward jump and sheath damage described during the procedure and indicate the device was subjected to forces exceeding the material¿s yield strength. According to the instructions for use, which is not intended as a mitigation of risk, ¿ensure locking pin is still in place. Note: if the locking pin is not in place, system performance may be compromised, and another system should be used. Advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site. Slack removal advance the stent delivery system past the lesion site. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site.¿ the available evidence does not suggest that the observed condition was related to a design or manufacturing deficiency. Therefore, the reported event is attributed to procedural and mechanical factors encountered during use, and no corrective or preventive action is warranted at this time.

Event description:
As reported, stent delivery with an 8mm x 80m smart vascular self-expanding stent (ses) delivery system was obstructed, and a severe forward jump occurred during deployment. The initial 8mm x 80mm smart stent was implanted but in an unintended location. After removal of the delivery system, the delivery system was found damaged. Damage was observed on the outer sheath of the delivery system and was described as a crease. An additional 8mm x 80m smart vascular ses was used to remedy the situation. There were no reported injuries to the patient or signs of infectious disease. This was during a biliary procedure. The device was stored and prepped according to the instructions for us (IFU). The target vessel was the bile duct. Prior to stent deployment, the sds was advanced past the lesion and then withdrawn back into the lesion. During deployment, the device was held flat and straight outside the patient, and no unusual force was applied. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, stent delivery with an 8 mm x 80 m smart vascular self-expanding stent (ses) delivery system was obstructed, and a severe forward jump occurred during deployment. After removal of the delivery system, the delivery system was found damaged. An additional 8 mm x 80 m smart vascular ses was used to remedy the situation. There were no reported injuries to the patient or signs of infectious disease. This was during a biliary procedure. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.